Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4). In (B)(6) 2017, the subject was referred for elective cardiac catheterization. The index procedure was performed and the subject was enrolled in the evolve short dapt study on the same day. Target lesion #1 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3mm. It was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the patient died. The cause of death is unknown. Additionally, it is unknown if an autopsy was performed.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6). In (B)(6) 2017, the subject was referred for elective cardiac catheterization. The index procedure was performed and the subject was enrolled in the (B)(6) study on the same day. Target lesion #1 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3mm. It was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the patient died at home in their sleep. The cause of death is unknown. Additionally, it is unknown if an autopsy was performed. In february 2019 it was noted that there was potential stent thrombosis related to the study stent.

Manufacturer narrative:
Device is a combination product.

Event description:
Evolve short dapt. In (B)(6) 2017, the subject was referred for elective cardiac catheterization. The index procedure was performed and the subject was enrolled in the evolve short dapt study on the same day. Target lesion #1 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3mm. It was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the patient died at home in their sleep. The cause of death is unknown. Additionally, it is unknown if an autopsy was performed.